Event description:
The customer reported via phone call that she had recently been hospitalized due to diabetic ketoacidosis. The customer stated that the hospitalization occurred two weeks prior to the call. Customer stated that around the time of the hospitalization, she noticed differences between sensor glucose and blood glucose readings. No further information regarding the hospitalization was provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.